Manufacturer narrative:
Concomitant product: sigphandle, sig power sigphandle handle, (serial#(B)(6) ) evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Visual inspection noted that the oled (or ganic light-emitting diode) screen was discolored. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found one battery was vented, wet with electrolytic fluid. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Analysis of the logs noted the voltage imbalance at rest (vimr) and cell under voltage (cuv) bits were tripped, permanently disabling the battery. The battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. Voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. The reason why this occurred cannot be reliably determined. It was repor ted that the power handle was not charged. The reported issue was confirmed. The most likely cause was component failure. Internal process improvements have been initiated to mitigate these issues. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of improper cleaning not related to the reported condition. Visual examination noted that there were cracks on the external handle housing, which are indicative of using the incorrect cleaning wipes on the device. The product analysis noted evidence that the device was not used as intended. This issue can occur as the power handle carries an ipx3 rating, according to which, only provides protection from spraying water. Another unreported condition of damaged electrical component not related to the reported condition was identified. Visual examination noted that a rattling was heard inside the handle. Functional testing found that the source of the rattling was an electrical component which had broken off. The most likely cause could not be established from the information available. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, the two handles could not charge and could not work at the same time. The nurse used another device to complete the case. There was no patient involvement. Medtronic's initial evaluation of the returned product found that the one vented battery cell was determined to be from component failure.